Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation, and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Material # 329465. Material description - syringe 0.5ml 28ga 1/2in 10bag 500cas. Material lot# - 3289943. Complaint description: caller is a lab working with mice injecting saline into mouse. Caller drew in saline into syringe and injected the mouse. The mouse suffered a embolism and died. Caller looked at the tip of the needle. The bevel has an extra hole. Feels air got into saline from this hole. Claims she did prime the syringe before injection to make sure no air in syringe. Discarded the syringe. Note: we have attached the original request that we received in mail for further reference.